Event description:
The reporter stated that the surgeon implanted an aq2010v 3 piece silicone lens. The lens tore upon insertion into the eye. The lens was cut into pieces to remove from the eye without enlarging the incision and no suture was required to close the wound. No pt injury. It was unk what caused the lens to tear. The injector model that was used was an aq cartridge fp. The reporter was unable to provide the injector and cartridge lot numbers.

Manufacturer narrative:
A work order search was performed for the lens. Results: visual inspection of the returned product showed that one lens haptic was torn off and the lens optic was torn. Visual inspection of the returned cartridge showed that the lens haptic was stuck in the cartridge, and there was no visible damage to the cartridge. Surgical and reddish residue/debris on product. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.